Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, on the transection of the vessel, there was an incomplete staple line in the promixal area. New reload was opened to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, on transection of the vessel, there was an incomplete staple line on the proximal area. The device fired then stopped firing. New reload was opened to complete the procedure. There was no patient injury.